Event description:
The customer reported that their device lost power during a patient event where the patient was only being monitored. The customer stated additionally that the device would not power back on after the loss of power. The patient did not suffer any adverse effects as a result of the reported loss of power. The customer did not provide any additional information regarding the patient event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported loss of power. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported loss of power could not be determined.